Event description:
Healthcare professional reported a patient experienced ¿needed to make an incision and drain pus, because when returned the office was already very inflamed¿ after injection in unspecified site(s) with juvéderm® volux with lidocaine.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.